Event description:
It was reported by a hosp healthcare worker that, he experienced an itchy face, throat, eyes, chest discomfort and tightness while manually processing instruments being disinfected in cidex opa solution. The complainant later sought medical attn. Add'l info provided by the complainant indicates he visited employee health and no treatment was provided. He no longer works in the area.

Manufacturer narrative:
As a result of asp's on-going post-marketing surveillance related to cidex opa solution, the prod's instructions for use (IFU) has been updated in response to reports in pts and users involving sensitivity and allergic reactions. The IFU has been amended which includes a new contra-indication and updated warnings and has been distributed worldwide via a field notification effective 4/22/2004. Recall was in the form of a field correction labeling modification.